Event description:
Device #1 of 2: reference MFR. Report: 1627487-2014-26826. It was reported the patient suffered a fall and stopped receiving stimulation. Lead diagnostics showed multiple contacts were invalid and an x-ray was taken. Reprogramming initially was able to provide effective stimulation. Follow up information identified the patient is not receiving stimulation. Lead diagnostics showed all contacts were invalid. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.